Manufacturer narrative:
This report is submitted on april 03, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2017, resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report april 03, 2017.